Event description:
The customer reported the device failed extended self test, oxygen not connected. There is no report of patient involvement.

Manufacturer narrative:
Replaced part was returned to fi lab and tested, and the failure was confirmed. Missing & damaged heated film element on the oxygen flow sensor will result flow readings not accurate

Manufacturer narrative:
.